Event description:
The physician informed distributor that a patient with an automatic implantable cardioverter defibrillator (aicd) had received several asymtomatic shocks. The physician performed an invasive diagnosis to evaluate the system. The physician could not find any visual problems with the rate sensing leads; but elected to replace them. Leads implanted 6/19/92. Removed from service approx. 7/27/93. The physician implanted a bipolar endocardial (travenous lead to replace the two unipolar myocardial (epicardial) leads. The two myocaardial leads were capped and remain implanted. The aicd remains implanted.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.